Event description:
It was reported that an alert/notification setting occurred. On (B)(6) 2024, the patient¿s parent found the patient lying on the floor unconscious. It is not known how long she was passed out before being found. It was reported that neither the patient¿s continuous glucose monitor (cgm) device nor the dexcom follow app notified the patient or her followers of her hypoglycemic state. The low alert set on the device was below 70 mg/dl and the patient¿s cgm value at the time she was found was 56 mg/dl. No blood glucose (bg) meter reading was taken. The patient¿s parent waited for the patient to regain consciousness on her own, and then she had soda, cookies, and ¿other food¿ as treatment. After approximately 40 minutes, the patient¿s cgm value increased to 83 mg/dl. The patient remained at home and did not seek assistance from a higher level of care. The patient was feeling fine at the time of the report. Performance data was reviewed. The allegation was undetermined via data. However, signal loss equal to or under one hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on (B)(6) 2025 that there were no issues with the follower app. It was clarified that on (B)(6) 2024, the patient¿s parent found the patient lying on the floor unconscious. It is not known how long she passed out before being found. It was reported that the patient¿s cgm device did not notify the patient of her hypoglycemic state. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - additional. H6 investigation findings - correction. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, a correction is required. Data investigation was further reviewed. Performance data was reviewed. The allegation was undetermined via data. The app delivered alerts with audio, as expected. The probable cause could not be determined. No additional patient or event information is available.